Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of multiple shocks. Upon interrogation it was noted that there was oversensing of noise leading to inappropriate tachycardia therapy. Tachycardia therapy was programmed off in the implantable cardioverter defibrillator (ICD). The interrogation also noted a code 1005 which indicated the ICD had shocked into an open lead condition. This occurs when there is a right ventricular (rv) shock impedance measurement of greater than 145 ohms. The field representative noted that lead impedance testing found high out of range pacing impedance measurements of greater than 2500 ohms, however the shock impedance during the emergency room interrogation was within range at 45 ohms. It was suspected that another manufacturer's rv lead was fractured. A procedure was performed where the other manufacturer's rv lead was viewed under fluoroscopy, however the result were inconclusive. The rv lead was then tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. The lead was surgically abandoned and replaced. The ICD remained in service. No additional adverse patient effects were reported.